Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited sensing issues. Technical services (ts) reviewed the rhythm strip and refuted the allegation. The rhythm strip snowed bigeminy with frequent premature ventricular contraction (pvc). No adverse patient effects were reported. The device remains implanted and in service. Additional information received indicates that 2.5 years later, the device was explanted and returned for evaluation. A longevity calculation was performed and premature battery depletion was noted although never alleged from the field.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.